Manufacturer narrative:
(B)(4). (B)(4). Advancer bypass, malformed clip the analysis results of the device found that it was received in good visual condition. The device was cycled fed two conforming clips and then, an advancer bypass incident was noted causing one pear shaped clip. The remaining two clips were scissored. The device locked out as intended but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired the clips successfully three times. On the fourth firing, the device jammed and would not fire anymore clips. A new device was used to complete the procedure. There was no patient consequence.